Manufacturer narrative:
Block h6: imdrf device code a15 captures the reportable event of clip difficult to release from the catheter.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip was used during a polypectomy procedure for a bleeding polypectomy performed on (B)(6) 2025. During the procedure, the clip malfunctioned and would not deploy properly. The procedure was completed with another resolution 360 clip. There were no patient complications reported as a result of this event.